Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. Upon receipt the device was successfully downloaded and powered on. The audio speech prompts were issued audibly without fault and the icon leds illuminated as per specification. However, the device was failing self-tests due to an rtc fault, issuing ¿warning, device service required¿ prompts alongside a flashing red status led. Significant moisture and corrosion were observed within the device on multiple critical components and circuits. Although the reported faults were not repeated, the presence of moisture within the device could have led to any number of potential failure modes. The corrosion would indicate the device had been in the presence of moisture for a prolonged period. Due to the moisture within the device, the resulting corrosion and the damage this had caused to critical circuits, no further investigation could be carried out. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device issued no voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device issued no voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.